Event description:
The customer reported to olympus, a microbiological culture was performed on the evis eus ultrasound bronchofibervideoscope. Quality control flush samples were taken on (B)(6) 2022, with forty (40) colony forming units (cfus) and fifty (50) cfus respectively in two (2) of the channels. The scope was soaked in enzyme soap, washed again, and new samples were taken. On (B)(6) 2022, the balloon channel tested positive for thirty-eight (38) cfus. The biopsy channel tested positive for fifty-two (52) cfus. The suction channel tested positive for sixty-two (62) cfus. The names of the microorganisms were not provided. There was no reported contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause. The scope had issues with positive samples in 2019 and 2020 with subsequent inspection and repair. This complaint is related to patient identifiers; (B)(6).

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The air/water channel, balloon channel, and forceps elevator channel were flushed. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, balloon channel, and instrument channel port and distal end/areas around the elevator were manually cleaned with 3e-zyme enzymatic detergent and olympus brushes (reference # (B)(4)). The scope was not manually disinfected. The aer used was a santax medico along with rapicide part a and b detergent and hospital alcohol 70% sterile filtered. The scope was stored in a santax medivators with drying function. The maintenance of the scope was performed by olympus. The scope was not sterilized. The device was evaluated. The reported issue was not confirmed. During inspection, it was noted the adhesive on the bending section cover had a discolored area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third party testing (please see b6) and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.